Event description:
It was reported that a merlin.net transmission showed that patient received inappropriate antitachycardia pacing therapy for atrial flutter with a rapid ventricular response. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.